Manufacturer narrative:
The reported event could be confirmed, since the affected device was returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities related to the reported event. After a thorough investigation (returned device, DHR review, complaint history review), it appears that a combination of slight angulation of components (stem too palmar + cup too ulnar + moderately lateralised neck) led to dislocations. The breakage of the pe liner is most likely caused by misaligned stresses occuring during the clamping movement. The most probable root cause of this event is a surgical technique error. The identified root cause represents the most likely explanation based on current evidence and does not constitute definitive proof of causality.

Event description:
The patient experienced multiple dislocations following the initial implantation on (B)(6) 2022, requiring several closed and open reductions between (B)(6) 2022 and (B)(6) 2025, with progressive adjustments from a medium to a long neck offset and finally to a long neck 0° configuration, along with periods of immobilization using a cast and rizoloc brace. The revision surgery revealed metallosis and contact between neck and cup with possible dislocation. Replacement by neck nto010.